Event description:
The doctor reports that the implant had to be removed due to pain and that the bone was very hard. The affected dental position is unknown. The procedure was not concluded with the placement of another implant on the same day. The doctor reported implant pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,4.1mm,8mm (tsvm4b8) was returned for investigation. Device was measured with a caliper and matched print specifications. No malfunctions detected that could lead to reported event. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was low bone density ¿ type IV. The reported device had been placed on unknown tooth for an unknown amount of time. DHR review for the lot number (1252438) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1252438) for similar events (complaint category keywords: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.